Event description:
The customer stated, she was hospitalized for high blood glucose levels. The infusion set had been changed on the day of the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.